Event description:
Related manufacturer report number: 2017865-2023-47244. It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead and post-paced t-wave oversensing was observed on the device. Ra lead provocation testing was performed and the noise was not reproducible. The device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.